Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that a multifiltrate pro machine gave an error message (9040.1) and shut down during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. It was unknown how long into the treatment this occurred. The cause of the machine shut down was believed to be a software failure. The patient¿s blood was unable to be returned and had to discarded with the circuit. As a result, the patient experienced approximately 500 ml of blood loss. There was no reported patient injury or harm, and there was no indication that any medical intervention was needed. The patient was able to complete treatment after being restarted on a different machine. Following the events, the machine was turned back on and checked by a fresenius technician. However, the issue has not yet been resolved. No repairs have been performed on the machine since the event. Despite the 9040.1 error not being resolved, the machine was said to be back in service and fully operational. No sample was available to be returned for evaluation.

Event description:
It was reported that a multifiltrate pro machine gave an error message (9040.1) and shut down during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. It was unknown how long into the treatment this occurred. The cause of the machine shut down was believed to be a software failure. The patient¿s blood was unable to be returned and had to discarded with the circuit. As a result, the patient experienced approximately 500 ml of blood loss. There was no reported patient injury or harm, and there was no indication that any medical intervention was needed. The patient was able to complete treatment after being restarted on a different machine. Following the events, the machine was turned back on and checked by a fresenius technician. However, the issue has not yet been resolved. No repairs have been performed on the machine since the event. Despite the 9040.1 error not being resolved, the machine was said to be back in service and fully operational. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.